Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their one touch verio vue meter had a power issue ¿ meter does not turn on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged power issue first occurred during the evening of (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage (humalog and tresiba insulin) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at the same time the power issue occurred they had developed unspecified symptoms which they related to ¿hypoglycemia¿. The patient self-treated these symptoms by eating three pieces of chocolate. The patient was able to test their blood glucose after several attempts and obtained results of ¿70 and 90mg/dl¿ with the subject meter and then a result of ¿200mg/dl¿ the following morning. At the time of troubleshooting the csr noted that there was no misuse of the product, correct test strips were being used and the issue could not be resolved with training. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.